Manufacturer narrative:
Evaluation results: one bivona tracheostomy was received in used condition. Visual inspection found no non-conformities. A leak test was preformed and a leak was found where the airway line is secured to the neck flange. The amount of adhesive applied to secure the airway line adequately met the manufacturing requirements. It is likely that the airway line was pulled during use, causing the airway line to tear from the neck flange. Since no lot number was provided, a review of the device history review (DHR) was performed for the two most recent orders. The review showed that the products had passed all required inspections, including a 200% leak test. The product problem does not appear to be a manufacturing issue.

Manufacturer narrative:
Related to MFR number: 3012307300-2019-04253 (same patient with two same device issues).

Event description:
Information was received that a smiths medical bivona custom flextend tracheostomy tube was in use with a patient on a ventilator of an unknown brand at their home. It was reported the patient's ventilator would not stop alarming, so the patient's mother tried suctioning the tube to see if it would resolve the alarm. When the alarming continued, the tracheostomy (trach) tube was removed and found to have a hole in it. A new trach was inserted, but the ventilator kept alarming. Subsequently, the patient's second trach was taken out and was found to have a hole in it as well. When a third trach was placed into the patient, the ventilator alarming resolved. There were no adverse patient effects.